Event description:
It was reported that patient underwent a femoral nail procedure on (B)(6) 2015. During the procedure, the tip of the inserter connector fractured. The fracture occurred while the surgeon was tightening a screw with the connector. The screw with the fractured piece was removed and another screw was inserted into the same hole with a solid driver to complete the procedure. No pieces fell into patient.

Manufacturer narrative:
Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of returned device found the tip fractured due to excessive torque.